Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During an onsite visit the fse (field service engineer) replaced the vacuum pump and puf-pcb and successfully completed system verification to specification. The most likely root cause is a faulty vacuum pump and/or puf-pcb. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a low vacuum 2 warning during surgery. Additional information requested.